Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing 105 units instead of the caller's expected 218 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on completing cartridge air removal before filling the cartridge, which the caller acknowledged, but the caller declined to load a new cartridge and chose to continue using the current one with the option to follow up if necessary.